Event description:
On initial contact, dentist advised during crown prep, the tissue on the cheek next to the work area started to turn white. Info provided later advised that the dentist gave the pt one carpule of anesthetic, placed an isolite and began prepping. The pt noted he felt something hot. The dentist stopped and when retracted cheek to give an additional carpule of anesthetic, saw a white patch on the cheek. The dentist advised did not know what it was and asked pt if he had any allergies. Pt said no, it was just hot. Dentist checked handpiece against bare hand and noted it was getting hot. Pt had blistering, with white area under blister.